Event description:
It was reported that the nail broke inside the bone, patient had instability, so a revision surgery was performed and the nail was removed.

Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual inspection of the trigen low profile screw revealed no obvious defects. The device exhibits signs of attempted use. Clinical analysis determined that based on the images provided and the supporting lab retrieval analysis, it is concluded that the highly unstable non-union and incomplete anatomical reduction were contributing factors to the reported event. The patient impact beyond likely pain and the reported revision procedure cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.